Event description:
It was reported that delivery anomalies and excessive no delivery alarms had been occurring on the customer's insulin pump. The customer stated that he had entered an MRI room. Troubleshooting was performed. Abnormal and inaccurate delivery and excessive no delivery alarms were confirmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.